Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to low r-wave amplitudes and t-wave oversensing. Device data was sent to rhythmcare for review. This s-ICD was noted to have recorded a low out of range shock impedance measurement. This patient was noted to have gained a significant amount of weight and have had fluid retention. This device remains in service. No adverse patient effects were reported.